Manufacturer narrative:
(B)(4): the actual needle revealed indents and scuff marks around the break area produced during handling by the surgical needle holders or some other gripping device. The needle fractured due to tensile overload generated during severe mechanical deformation, with signs of ductile failure. There are no signs of manufacturing defects found on the needle. The device information for use cautions the user that "to avoid damaging needle points and swage areas, grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the swaged end to the point".

Event description:
It was reported that a patient underwent a laparoscopic tubal ligation on (B)(6) 2013 and suture was used to close the skin. The surgeon noted that there was a piece of needle on the skin. The needle had broke. The fragment was removed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: the actual product codes associated with this event is not known. The account reports the following possible products vcp603h, vcp496g.